Event description:
It was reported the patient was doing 'very well' with the device until last wednesday when the patient's cervical torticollis suddenly returned in a space of about 1 hour. The device was checked, and the diagnostics were normal except the device usage had suddenly dropped by 50% the day the patient's torticollis returned. It was noted the patient could not have turned the device off himself because he did not have a patient programmer. The device was on when it was checked, and there was no evidence of a short circuit. The patient was later admitted to the hospital for more investigations. A magnetic resonance imaging (MRI) was performed under general anesthesia, and the results indicated the electrodes were in 'good' position. It was noted the patient's head easily returned to a neutral position when he was asleep, indicating the torticollis was not due to a neck problem. This was confirmed on the MRI scans as well. The patient's head returned to a twisted position when he woke up. X-rays were also performed, and the results showed there was no evidence of disconnection. It was also noted the device 'mysteriously' wiped its records off before the patient had the MRI. Later, it was reported the patient was seen again and device interrogation revealed the device was currently off and had only been on for 1 out of the last 6 days. There were several on/off switching events that occurred over the 6 day period, and it was unknown how this was happening because the patient did not have a programmer. The device had been on when the patient left after last being seen. It was noted the issue had been going on for about 2 weeks, and the only thing that had changed in the patient's environment during that time period was the televisions being converted from analogue to digital. Per the reporter, the device was the cause of the problem as it appeared to be intermittently shutting itself down. This was not confirmed though. The battery capacity was not considered an issue because the battery was recently replaced and it had sufficient charge. There was no patient injury, and device explant was being suggested. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient's programmer was taken away and the neurostimulator was turned on. When the patient was seen a week later the device was still on. It was believed that the issue was being caused by someone thinking they were doing a sync with the patient programmer, but actually hitting the therapy toggle and turning the device off. It was noted that emi could not turn the device off unless it triggered a power-on-reset (por), and there was no record of por events with the patient's device. The patient was receiving therapy, but his condition had not improved. It had been decided not to explant.

Manufacturer narrative:
(B)(4)